Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough,headache,heavy chest feeling ,bad rash on nose also seen black particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed minor dust/dirt contamination on top and bottom enclosure,sd cover flip door,ui panel assembly,blower box,blower box upper cap and blower and a contaminate with keratin was observed on the blower box addresses the issue of keratin. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that they could not confirm the customer's allegation and the manufacturer observed dust/dirt contamination in the airpath likely from a source external to the device and no evidence of degraded sound abatement foam. Section h6 health effect-clinical code was missed to capture in previous MDR,now it is corrected and updated in this report.